Event description:
Customer's husband reported a hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 50 mg/dl. Caller stated that the customer was previously experiencing high blood glucose readings. The blood glucose reading was 448 mg/dl. Customer treated with 9.2 units of insulin with the insulin pump. An hour later the blood glucose reading was 357 mg/dl; customer treated with additional insulin. The next reading was 315 mg/dl. Customer was not behaving properly and he had taken her to the hospital. The glucometer was not working properly. The blood glucose reading at the time of the event was 50 mg/dl. Caller stated that the threshold suspend did not work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).